Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the interstim ii ins was activated on the 2024-dec-16 for some reason. Manufacturer representative (rep) inquired if an ins can be activated without interrogation with clinician programmer. On 2-25-jan-17, the total hours used <(><<)>1h, total percent used 0%. They wondered if stim was 0 v, was it possible for battery to still deplete to a point of battery capacity of 13%. It was stated that ins need to be implanted for a week before measuring ins battery longevity however, when the rep measured battery longevity a couple of time it gave different value each time. Apart from temperature, rep asked if other factors such as body posture could possibly affect the longevity. And if there was a reason for therapy impedance to be out of range when electrode impedance was within range.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown b5 has been updated to include information previously captured in MFR report #2182207-2025-00106 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient's implantable neurostimulator (ins) was implanted recently however, battery capacity was only 13%-28%. Next day it was 26%-44%. Impedances were measured, and the results showed all the monopolar values are 499ohms and the bipolar values are 1016ohms. The impedance values were not all identical, there is some variation. It was advised that they try to get a better measurement by adjusting the parameters; increasing amplitude, increasing pulsewidth, or decreasing pulsewidth. However the electrode impedance values don't directly impact the capacity or longevity values. More information received. It was reported that there was premature battery depletion and abnormal impedance. Device settings were as follows: stimulation voltage was 0.4. Pulse width was 210. Impedance was >4000. Rate (hz/pps) was 14. The polarity was bipolar. +electrode number set 0. - electrode number set to 3. Daily usage time (hrs/day) was 24 hrs. The cause was unknown. Just before implantation, it was confirmed that the impedance was not low or eos, and the impedance was within the normal range (1016) before wound closure/surgical incision closure, but the longevity was 11.9-26.7mos. When the electrode impedance was measured again after it was moved to the ward, it was normal, but the therapy impedance was over 4000, and the longevity was 26.5-44.1, which was still low. When checking the initial communication report to the ins, the date should not have been indicated in the last session, but (B)(6) 2024 was indicated (total hrs used: 1h, total% used: 0%, so communication was performed, but stimulation was off?). Measurement was performed several times, but the results did not change; the electrode impedance was normal, but the therapy impedance was abnormal. The document states, "it is necessary to stabilize the stimulator with body temperature for 1 week, and the battery life may be lower than predicted when measured in the previous time", so it will be explained to the physician and the have the situation observed for several days. The plan was that if the patient's condition does not improve after 2 weeks of follow-up, surgery will be performed again. The patient's indication for use was fecal incontinence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported lead information was unknown. Issues have been resolved.